Event description:
Initial reporter indicated ten days after implantation of the vns therapy system, the patient was " ... Admitted to an emergency center in 2006 with treatment of open chest wound = opening of subcutaneous pocket of the generator". To date, no additional information has been received identifying the product information, details surrounding the event, the outcome of the event and the initial reporter of the event to the manufacturer.